Manufacturer narrative:
Additional catalog number: t 100020; additional lot number: t 0904005; additional expiration date: 05/01/2011. Device manufacture date: 05/01/2009. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.

Event description:
Doctor indicated that a tgs uka pt ((B)(4)) was converted to a total knee due to persistent pain. According to the surgeon, at the time of surgery, neither the femoral or tibial component was appreciably loose. Conversion to total knee was uneventful.